Event description:
It was reported that at the patient's pump refill in 2008, the nurses got approximately 17 mls from the reservoir; however, the expected reservoir volume was approximately 2 mls. On the same month, a catheter dye study was done and the catheter was intact. The hcp performed a roller study and the roller did not move. The patient's mother stated that patient had seemed to be a little tighter. The pump was replaced eleven days later. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.